Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 600 mg/dl. The customer was treated with insulin drip. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer stated that the o ring was came off. The customer stated that the reservoir did lock into place. Customer went to the hospital and she was admitted in intensive care unit due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level 900 mg/dl and customer was treated with insulin drip. The insulin pump will not be returned for analysis.